Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron extension set was leaking at the edge of the female adapter. This issue was identified during patient infusion with unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction : the event occurred during anesthetic induction. Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.